Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient(age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed during evaluation of the device. It was determined through review of the device history log that the electrodes were not connected leading up to the event. Therefore the device presented a red x prior to the event. All indications suggest the device was in this state for an extended period of time prior to the event. The battery was depleted and replaced on the device. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.